Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020 the field service engineer (fse) confirmed device will not turn on, both when plugged into alternating current (ac) power and/or running on battery. The fse checked the device serial number. The fse replaced power management board. Device now powers on properly. Device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 16 jun 2020.

Event description:
The customer reported that the unit will not power on. The customer contacted product support and reported with the battery connected and alternating current (ac) power that the unit has a blank screen, back up alarm, and the alarm led flashes. With just direct current (dc) power the unit powers on. With just (ac) the unit powers on. The customer reported that the unit was not in use on a patient.